Event description:
Machine did not display ECG rhythm through multiple cables and leads. Cardiac monitor fast patches were placed on pt and cardiac monitor was changed to paddles lead. No rhythm was viewable and monitor displayed a dashed line in ECG channel. User double checked patches secured to pt to monitor fast patch cable was secured to monitor. User still received no reading. User applied 4 lead ECG monitoring patches, switched to lead ii view through this cable/ these patches and still received only a dashed line. User power cycled machine and had a short period of time where ECG was viewable through lead ii (view that machine boosts into) and the view disappeared. Review of files on machine show when the machine was first powered on but there is no recording of any ECG, spo2 or etco2 channel info. Files then show machine being turned off which matches with user's report. Files then show machine being turned back on and a short period of time that ECG was displayed. Files then show a "lead off" message after where there is no further recording in channel 1. This would usually have a dashed line indicating a lead was off but it appears the device stopped recording or sensing anything. Files then show another power off and power on cycle. On the third power on there is no recording or activity in channel 1 (when the machine boots into a lead ii view with). Fast patches were connected to a backup monitor and worked for both sensing / reading the pt's rhythm as well as providing electrical therapy. FDA safety report ID# (B)(4).